Event description:
The dealer reported that the chair pulls extremely to the right and is uncorrectable with motor balance. This event could cause product instability and possibly strand the user or potentially put them at risk for injury from erratic or unintended movement.